Event description:
The physician complained about the slow rhythm observed for this pt, which led to ventricular tachycardia; reportedly, it was detected during a holter exam.

Manufacturer narrative:
On (B)(6) 2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.